Event description:
Reporter alleged obtaining a discrepant blood glucose result of 355 mg/dl on a patient using inform system 1 compared back to back with a result of 79 mg/dl on inform system 2 meter when testing was performed less than 10 minutes apart. Reporter stated that the patient was treated with d-50. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 550005, expiration date 01/31/2009). Reference medwatch report with a1 patient for the suspect device used in system 2.